Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer's blood glucose level was 311 mg/dl. The customer reverted to using an alternate pump for insulin therapy.